Manufacturer narrative:
Based on the information available, physio-control has determined that the likely cause of the reported issue was that the shock switch located on the main keypad assembly was out of tolerance due to excessive resistance. When this issue occurs, an event code will be logged in the device's memory following a failure of the device to deliver defibrillation energy.

Event description:
A customer contacted physio-control to report a non-critical issue with their device. Upon inspection, physio-control observed that the device logged an event code in its memory and the device would not deliver defibrillation shock. There was no patient associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and observed that device logged an event code in its memory and the device would not provide defibrillation shock. After replacing the main keypad assembly, proper device operation was observed through functional and performance testing, the device was returned to the customer for use.

Event description:
A customer contacted physio-control to report a non-critical issue with their device. Upon inspection, physio-control observed that the device logged an event code in its memory and the device would not deliver defibrillation shock. There was no patient associated with the reported event.